Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their interstim device was taken out "almost immediately because it wasn't helping, and it never worked". Pt says in retrospect they "probably should have left it in to see if something could be done". Pt says they don't know any other information. No redirect was given for this issue. Pt says they dont remember the hcp name that they saw for their interstim therapy but says "it was a dr at (B)(6)".